Manufacturer narrative:
Age at time of event: 60's. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred and removal difficulties were encountered. The chronic totally occluded target lesion was located in the left anterior descending artery (lad). After a series of inflations with different types of balloons and lasering the vessel, a 2.25 x 38 synergy stent was advanced to treat the lesion. However, the physician could not advance the device to where he intended it to be. The device was attempted to be removed to perform further inflations but the device became stuck in the vessel and the balloon had stretched as the physician continue to pull the device harder. Moreover, the balloon with the stent still intact got detached from the shaft and was left in the lad. The physician then removed the remaining proximal portion of the device and the procedure was discontinued. On the following day, the patient was scheduled for coronary artery bypass graft via left main artery to lad to treat the occlusion but the balloon and stent were left in place. No patient complications were reported and the patient remained stable all throughout the procedure.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. The distal portion of the device containing the stent was not returned for analysis. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum stent profile was within max crimped stent profile measurement. The distal end of the device containing the balloon was not returned. The vacuum decay test for this unit was reviewed and it showed that the device passed the test. The purpose of a vacuum decay test is to identify any leaks in the balloon or shaft sections of the device. A visual and tactile examination of the device revealed multiple hypotube kinks. There was a break in the midshaft at approximately 1200mm distal from the distal end of the strain relief. Outer plastic coating of the midshaft is stretched and broken separating the distal end of the device and exposing the core wire. The core wire is damaged and kinked multiple times. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred and removal difficulties were encountered. The chronic totally occluded target lesion was located in the left anterior descending artery (lad). After a series of inflations with different types of balloons and lasering the vessel, a 2.25 x 38 synergy stent was advanced to treat the lesion. However, the physician could not advance the device to where he intended it to be. The device was attempted to be removed to perform further inflations but the device became stuck in the vessel and the balloon had stretched as the physician continue to pull the device harder. Moreover, the balloon with the stent still intact got detached from the shaft and was left in the lad. The physician then removed the remaining proximal portion of the device and the procedure was discontinued. On the following day, the patient was scheduled for coronary artery bypass graft via left main artery to lad to treat the occlusion but the balloon and stent were left in place. No patient complications were reported and the patient remained stable all throughout the procedure.